Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. During preparation of a 3.00 x 38 synergy¿ drug-eluting stent, there were no resistance when the stent protection sheath was removed; however, the stent was broken. The procedure was completed with another 3.00 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. Visual examination of the returned device found that the crimped stent was fully intact from its proximal end running distally for the 11th row from it proximal edge. However the remainder of the crimped stent was pulled distally on the balloon. The stent was severely stretched and pulled out beyond the tip. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The stent was not detached from the balloon. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile or with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent fracture occurred. During preparation of a 3.00 x 38 synergy¿ drug-eluting stent, there were no resistance when the stent protection sheath was removed; however, the stent was broken. The procedure was completed with another 3.00 x 38 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.